Manufacturer narrative:
Result: siderail pivots corroded.

Event description:
It was reported by service report that the siderails were stuck and would not lock in the up position. No pt involvement or adverse consequences reported.